Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. (B)(6).

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set was "difficult to operate"